Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer's blood glucose (bg) level was 453 mg/dl. Replacement pump was sent to customer to resolve the issue.